Event description:
On (B)(6) 2026, the patient was prepped for a port placement procedure in the right chest wall using the powerport slim via the right subclavian bone. Prior to the procedure, it was noted that the white silicone of the port holder was worn out and cracked. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.